Event description:
A customer contacted beckman coulter, inc. (Bec) to report a blood spill from a patient specimen tube inside a coulter lh 750 hematology analyzer. The top of the specimen tube came off while on the rocker bed and blood spilled on the rocker bed belt. The spill occurred prior to obtaining any patient results and no patient results were affected. Personal protective equipment (ppe) consisting of gloves and a lab coat were used at the time of the incident. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
The specimen tube was provided by the customer and further information regarding the details as to how the top of the specimen tube came off was not provided. Per bec technical support operator's instructions, the customer cleaned the rocker bed. Bec identifier for this report is (B)(4).